Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of up to 264 (mg/dl) for 2 weeks. Customer delivered a manual injection to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would revert to their back up insulin pump for diabetes management. Recommendation was made to consult with their health care provider to discuss diabetes management.